Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult to remove from the anatomy appears to be related to the patient conditions. The reported unspecified tissue injury (chordal rupture) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was a result of case-specific circumstances (tissue damage). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the torn chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitral valve had a posterior leaflet flail at medial a2/p2 with 0.8 cm flail gap. The clip delivery system (cds) was advanced to the mitral valve. The flail leaflet kept pushing the clip medial/lateral while entering ventricle and the clip got entangled with chords. Troubleshooting was performed and the clip was able to be freed. The cds was successfully removed from the patient anatomy, but a torn chord of the anterior leaflet was noted. There was no treatment performed. There were no clips implanted, mr remained at 4+. No additional information was provided.